Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 5.4 cm diameter abdominal aortic aneurysm. It was reported that the patient presented with asthenia adynamia and fever. The patient was diagnosed with advanced urologic (prostate cancer). The patient expired 42 months post implant from an advanced urologic (prostate) tumor with bone metastases. The investigator assessed the patient death as unrelated to the study device or procedure. Review of the manufacturing information revealed that the bifurcated stent graft was implanted after the use by date.